Manufacturer narrative:
User reported issue was confirmed. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016.

Event description:
The user reported that "we are having trouble with our filtered tubing leaking below the filter. Not only does this pose a sterility of infusion concern but as you know we are using this tubing to administer chemotherapy. We have identified one lot number (201703) associated with this issue, but are not sure that all defective tubing is associated with that same lot." No patient injury or harm was involved in this case.